Manufacturer narrative:
The cartridge was not retained for investigation. The device history record (DHR) for the cartridge lot number provided was reviewed and supports that no related defects were found during the manufacturing of this lot. All available information supports that the product was functioning as designed and there was no malfunction. The user guide includes allergic reaction as a potential risk associated with dialysis treatments and also includes warnings to monitor for potential allergic reactions. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on july 18, 2017 from a home therapy nurse regarding a (B)(6) year old male. It was reported that approximately 5-10 minutes into a standard hemodialysis treatment on (B)(6) 2017 the patient experienced hypotension, difficulty breathing and became unresponsive. Symptoms persisted for approximately 17 minutes and the patient was transferred to the hospital without medical intervention. He was admitted and received hemodialysis using a dialyzer from a different manufacturer. No other treatment was required. He was discharged on (B)(6) 2017 with a discharge diagnosis of ''syncope'' or ''vasovagal reflex''.